Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
A literature article reported that during injection of the embosphere microspheres, the patient developed severe thoracic and abdominal pain with each injection. Within approximately 30 minutes after the procedure, the patient developed orthopnea, confusion, and agitation. Laboratory tests showed marked elevations in high-sensitivity troponin, myoglobin, creatine kinase, and ck-mb, consistent with an acute myocardial infarction. Brain MRI revealed numerous bilateral acute infarcts in the cerebral hemispheres and basal ganglia, consistent with paradoxical cerebral embolization. No device malfunction identified.